Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (svc code 202) has been confirmed. Upon eval it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
The pt svc rep (psr) assisting a (B)(6) male pt contacted zoll customer support to report that a svc code 202 was displayed when the monitor was powered on. The pt was issued a replacement monitor.